Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 43.2 mg/dl. Customer consumed carbohydrates to address their bg. Reportedly, customer continued to use pump for insulin therapy. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy.